Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring was loose from the oscillating head completely and could not secure the saw blade devices. It was further determined that the electronic control unit contacts were broken and the electric motor was running loud and it vibrated. It was observed that the internal components were worn and there was an unknown residue on some of the components (dirty components and oil residue). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee replacement surgery, it was observed that the saw tightener was faulty on the battery oscillator device. It was further reported that the saw tightening knob spun backward when the device was oscillated and the attached saw device came loose. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.